Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. No button error alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces.

Event description:
Customer reported a button error on her insulin pump. She stated she sweated because it was so hot. She woke up and the numbers were scrolling up by themselves. She could not stop it. Customer's current blood glucose was 428 mg/dl. At the time of the incident, customer estimated her blood glucose was 180 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).